Event description:
It was reported that during a laparoscopic nephrectomy procedure, the top ring portion of the device separated from the rest of the disc. The case was completed with a like device with no pt consequence.